Manufacturer narrative:
Follow-up # 1 ¿ (07/15/2014). The patient¿s meter has been returned on 7/1/2014 and evaluated by life scan product analysis on 7/3/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. In addition, a secondary issue was noted when the meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA alleging that the onetouch ultra2 meter has a power issue (does not turn on). This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she developed symptoms of ¿shaky, sweaty, lightheaded, and blurry vision¿ as a result of the power issue. At the time of concern, the patient was able administer self treatment with food and drink. She tested on another meter at 120 mg/dl at an unspecified time. During troubleshooting, the power issue was not resolved with training. The subject meter did not power on with the insertion of the test strips and with the power button. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the power issue began. The lfs products were replaced and requested back for investigation.